Event description:
It was reported that during initial implant, the patient's left ventricular (lv) lead had unacceptable pacing thresholds. The lead was repositioned and the threshold levels were resolved. The lead remains in use. This patient was a participant in the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).